Manufacturer narrative:
Initial reporter: reported as: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). The patient outcome was not reported. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available.